Event description:
It was reported that the safety mechanism did not function during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported that when you stick the needle in the vein, when you pull the ¿white¿ piece back, it should slide easily. We seem to have one that ¿sticks¿ when you attempt to slide. When retracting the needle on nexiva - it is tough to do.

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the sample and photograph for evaluation. Bd received one non-retracted unit and a q-syte. One photograph was also submitted which displayed similarities to that of the returned unit. First the unit was inspected for any visible damage. Damage was not visibly observed. A functional test was performed where the needle was both difficult to retract and a scraping noise was present. Further inspection was conducted on the needle and washer. The diameter was measured on the inside of the washer which was confirmed to be out of specification. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism did not function during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported that when you stick the needle in the vein, when you pull the ¿white¿ piece back, it should slide easily. We seem to have one that ¿sticks¿ when you attempt to slide. When retracting the needle on nexiva - it is tough to do.